Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient has painful hip. Some poly wear present. Osteolysis observed behind cup on xray. Cup was removed and replaced. Stem stable and left in place, new head implanted. Patient is of average activity level. Doi: (B)(6) 2000; dor: (B)(6) 2017; left hip.